Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address failed left total hip replacement with adverse reaction to metal. Operative findings include a large amount of acellular debris and large black corrosion debris at the trunnion. A large fluid specimen of unknown quantity was aspirated prior to opening the capsule. It was cloudy and white and sent to the lab for testing. There was a large amount of tannish white debris in the joint. The fluid around the debris was clear. There was some bone loss but no significant osteolysis. Doi: (B)(6) 2006; dor: (B)(6) 2014; (left hip).